Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus intravenous catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on the morning of (B)(6), 2023, a patient was treated with an infusion, the outer packaging of the indwelling needle was inspected to be intact and not past its expiration date, and after accessing the fluid, a slow leak was noted at the end of the indwelling needle, which was replaced to continue the patient's treatment.

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 2287458. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd pegasus intravenous catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on the morning of july 16, 2023, a patient was treated with an infusion, the outer packaging of the indwelling needle was inspected to be intact and not past its expiration date, and after accessing the fluid, a slow leak was noted at the end of the indwelling needle, which was replaced to continue the patient's treatment.